Manufacturer narrative:
Analysis of the lead found it was returned incomplete. The lead was cut during the explant procedure and only the terminal end segment of the lead was returned. Positive identification of the model could not be made; continuity was tested from contacts to corresponding bare wires and no opens were found.

Event description:
Additional information received identified that the system was explanted because patient experienced ineffective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-14072. Related manufacturer reference number 3006705815-2019-04959. It was reported that patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted. No additional information was provided.